Manufacturer narrative:
Correction e3: occupation information updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: the device was replaced to complete the procedure.. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 77010 (lot: 2024090475); product type: 0183-cannula; implant date n/a; explant date n/a product ID 77010 (2024090475); product type: 0183-cannula; implant date n/a; explant date n/a product ID 77010 (2024090475); product type: 0183-cannula; implant date n/a; explant date n/a product ID 77010 (2024090475); product type: 0183-cannula; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Pli 10, 20, 30, 40, and 50): medtronic received information that during use of dlp pediatric one-piece arterial cannulae, it was reported that there was foreign material inside the pouches of 3 devices, while in 4 of the device, it had loose white cap issue. Use of device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection was performed at 18 inches with an unaided eye per medtronic grand rapids document. Visual inspection of the unopened device shows the luer cap is loose. Reason for the return was confirmed. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Correction d.3 MFR name, MFR city, country code <(>&<)> 55428 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that prior to use of dlp pediatric one-piece arterial cannulae, it was reported that there was foreign materials inside the pouches of 3 devices, while in 4 of the device, it had loose white cap issue. The devices were replaced. There was no patient involvement, so no adverse effect occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.